Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room about a week after implant. A review of the system was performed and this right ventricular (rv) lead was found to be exhibiting high pace impedances and loss of capture. An x-ray was performed which confirmed the rv lead had perforated through the heart wall. The patient is not dependent, but reprogramming was performed until a revision procedure could occur the following day. The rv lead was then repositioned successfully and it remains in service. No additional adverse patient effects were reported.